Event description:
It was reported that the system monitor was not downloading history/log files appropriately from the system controller. The system monitor was reset by turning it off via the switch in the back and restarted after several seconds. The issue resolved.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor downloading the event history incorrectly was confirmed via the submitted photo of the system monitor "history" screen. Review of the submitted photo revealed that the timestamps of the events were displayed incorrectly; the minutes portion of the timestamps were replaced with ¿éd¿. The date and time of the events captured were ¿05/08/20 22:éd:44¿ and ¿05/08/20 22:éd:59¿. No other issues were observed. The system monitor was not returned for evaluation. The provided information indicated that the issue was resolved by restarting the system monitor. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate 3 IFU (rev. B) under section 4 ¿system monitor¿. Heartmate 3 patient handbook (rev. B) and heartmate 3 instructions for use (IFU) (rev. B) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.